Manufacturer narrative:
This is 2 of 2 MDR records. The subject device not returned.

Event description:
It was reported that after the procedure, a small flake of coating from the subject guidewire were noted in the washbowl. No patient consequences were reported due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, the additional information provided by the customer indicated that no anomalies were noted to the guidewire prior to use, the torque device was securely tightened onto the wire, no resistance was noted during use, continuous flush was maintained and the patient¿s anatomy was very tortuous with a previously dissected flat that needed to be navigated. Based on the information provided, it is possible that procedural factors (difficult anatomy) may have contributed to the reported event; however, this could not be definitively determined through the investigation. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned, a cause of undeterminable was assigned.

Event description:
It was reported that after the procedure, a small flake of coating from the subject guidewire were noted in the washbowl. No patient consequences were reported due to this event.